Event description:
Hospital staff called to report explantation of a lap-band system, however, there is no info regarding the reason for band removal. Additional info provided by the health professional noted "infection @ port, likely tracked along catheter to band. Entire device explanted."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a rapid port ez strain relief. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis noted the damaged buckle was broken and had a sharp breakage with missing material. The band tubing and junction between the belt and shell/ring were broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."